Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation machine will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And reproduced pca with burned components, blower box inlet contaminated, ui bezel with damage. The customer complaint was reproduced. There was 1 error has been identified. The device was scrapped.